Manufacturer narrative:
A ge service rep performed an onsite investigation. The mouse and the usb connector in the back of the system cart were replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not complete the boot up process. No pt injury was reported.